Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital with a blood glucose (bg) of 431 mg/dl; cause was unknown. Customer addressed the elevated bg by a bolus via the pump. The customer was observed at the hospital only, no medical treatment was administered. Customer was discharged on (B)(6) 2023 with a bg of 168 mg/dl. System check was performed by tandem technical support and the pump is functioning as intended.